Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec reviewed the device's electronic logs and found instances where the device had logged "patient circuit disconnect" alarms, likely due to the lack of ventilation output. During testing, ventec did not observe any discrepancies with the device's alarm system. Ventec replaced the blower and control board to resolve the reported issue of no ventilation output. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the blower and control board.

Event description:
It was reported to ventec that the device does not ventilate. The reporter advised that there was no pressure or flow when the device was in ventilation or cough mode, and that it was not alarming as expected. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.